Manufacturer narrative:
Additional information was requested but was not available.

Event description:
It was reported that the right ventricular (rv) lead could not be implanted. A different lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event indicated that the lead was non-functional. As received a complete lead was returned in one piece. Visual examination found the helix retracted and clogged with blood/tissue. X-ray examination did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.